Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) was difficult to enter due to tortuosity of the vessel, so the user tried to enter the product again after pulling the unknown sheath back, but failed to enter the product. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was later returned for evaluation. A non-sterile mynx control vcd 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation, and the stopcock was observed in the open position. In addition, the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves, as the sealant assembly was observed to be frayed/split/torn. A dimensional test was not performed on the returned device due to the frayed/split/torn condition observed to the sealant outer sleeve assembly. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the frayed/split/torn condition observed to the sealant outer sleeve assembly. Therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. However, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 could be depressed to deploy the sealant with no resistance encountered, and button 2 was fully depressed without any issues. The balloon was successfully withdrawn into the tamp tube without any problems. No issues were observed regarding the deployment of button 1 and button 2 during the device failure investigation. The returned device functioned as intended according to the mynx control IFU. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (issue was reportedly due to tortuosity of the vessel, which was moderate with moderate calcification), procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was difficult to enter due to tortuosity of the vessel, so the user tried to enter the product again after pulling the unknown sheath back, but failed to enter the product. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was later returned for evaluation. Addendum: per product evaluation, the sealant was found exposed from the sealant sleeves, as the sealant assembly was observed to be frayed/split/torn.

Manufacturer narrative:
Code addition of 1484.